Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side rupture which confirmed with MRI, palpable massess on the right breast, capsular contracture baker grade IV and capsulectomy sicne implants are 36 years old. Device has been explanted and replaced. Device has been discarded.